Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that they were not getting sensor readings and ended up in the hospital. The patient stated that she was not alerted to hypoglycemia and she, nor her husband (who follows her) received the urgent low alert. At some point during the patient's hypoglycemic event, the patient's husband received a low alert on the follower application. The patient did not know what was displayed on their phone at the time of the event as they were unconscious. It was indicated that the patient had been experiencing the error reading symbol previous to and after the event. The patient's husband found the patient passed out on the floor and contacted the emergency medical technician (emt). The patient's husband administered the patient with glucagon shot. The patient did not clarify if they were hospitalized or when they were released. Additionally, it was reported that the patient had fallen during the event and received stitches on their face due to the fall. At the time of contact, the patient was doing okay. It is unknown if the patient had an allegation against the dexcom system. No additional patient or event information is available.